Manufacturer narrative:
The product has been back for an investigation. Performed visual inspection on the returned sensor patch and no issues were observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (normal termination). Sensor plug was returned and was fully seated. Removed the sensor plug and inspected the plug assembly, no failure mode was observed. Sensor inserted into the sim-vivo test fixture. Sensor was reprogrammed and applied current to perform linearity testing. All results were within specification. No product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported higher readings on day 5 of wear of the adc freestyle libre sensor compared to a adc meter. On (B)(6) 2019. The customer obtained a scan of 165 mg/dl compared to a reading of 35 mg/dl obtained on a adc meter. Customer was very agitated and lost consciousness. Emergency services were contacted who diagnosed the customer with hypoglycemia and treated with 4 grams of IV glucose. There was no report of death or permanent injury associated with this event.